Manufacturer narrative:
Operator of device unknown. No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an "occlusion error /tubbing alarm" occurred. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the device was intact. Review of the event log found evidence of error messages. Upon function testing, the reported problem could not be duplicated. The root cause is unknown. The downstream and upstream occlusion sensors were replaced as a preventative measure. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional information received on 10-aug-2022 via email and attached in complaint object: charge nurse states that pump alarm when being used by the patient and they had to bring the pump back to the hospital to be re-issue another cadd pump. Charge nurse state alarm is either upstream occlusion or un-disposable tubing. Event problem and evaluation codes: updates not required., correction: device manufacturing date: 18-dec-2018.